Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) was conducted for the reported model and lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR review found that the lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Fill volume: 550ml. Flow rate: asku. Procedure: asku. Cathplace: asku. It was reported that a bolus button would not latch with the use of a pump. The bolus button was pushed for the first time, later in the day, on (B)(6) 2015 at the facility. The bolus button popped back up; however, the bolus device did not refill. The orange refill indicator remained in the bottom most position. The medical staff waited for 30 minutes and the bolus device still did not refill. After 2 hours, the line was clamped and the pump was replaced with a new pump. The patient completed the infusion with the new pump. No patient injury nor medical intervention was required. Additional information was requested; however, it is not yet available at this time. Additional information was received on 08/14/2015. Clarification was received that the bolus button was stuck from 1:30pm to 3:00pm on (B)(6) 2015.

Manufacturer narrative:
Method: the actual device was received and tested. A visual inspection, flow verification and a bolus volume test was performed on the unit. Results: the visual inspection found that the bolus indicator was received at the bottom position with the button in the upward position. Infusion was immediately observed when opening the pinch clamp. Infusion was verified on all the select-a-flow rates. The indicator was refilled and the button was depressed, bolus button functions properly. This was repeated a few times and each time the bolus button latched properly and dispensed the medication. The bolus had no issues refilling. The bolus dispensed 5.08g of fluid. There were no issues with the functionality of the bolus observed. There were no kinks observed in the tubing or pump. Bolus button testing was performed, the bolus unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount of 2.1975g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5.03g, all results are within specifications. Conclusion: the investigation summary concludes that the bolus button functioned as intended and observed no issues. During the pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. The DHR of the reported lot was reviewed. According with the results, the production lot met all manufacturing and quality specifications. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.